Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2021 due to a blood glucose (bg) level of 57 mg/dl and subsequent loss of consciousness. Cause was unknown, however, the customer believes that not hearing the pump alerting them of a predicted low event could have contributed. During ER visit, the customer consumed a sandwich and graham crackers which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.